Event description:
Pt called in 2002 alleging that their one touch ultra meter was reading inaccurately high. Pt did not have any symptoms. Pt is a gestational diabetic. Pt got a reading of "hi" on the meter. Pt was hospitalized. Unknown what treatment the pt received. Also comparing to another meter (unknown what type) with a reading of 326 mg/dl. Unable to contact the pt. Attempts to contact the pt have failed. Sending letter.